Event description:
The tip of the shaver blade broke off while the surgeon was doing an arthroscopy on the patient's right knee. The surgeon had to retrieve the broken piece from the patient's right knee.====================== health professional's impression======================surgeon felt that the shaver broke because it was re-processed device.